Event description:
It was reported that this pacemaker was explanted for unknown reasons. No further information is available at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted for unknown reasons. No further information is available at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6 device codes.